Event description:
(B)(4). At times I will have so much pain I drop down to my knees. Some times it keeps me from sleeping due to sharp pains. Also my teeth have been getting bad. I am allergic to nickle and well I have been getting rashes off and on. Hair loss the bloating off and on. I cant lose weight no matter what I do. I dont have the energy I used to have. Dizzy all the time anymore.